Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("mild chronic salpingitis"), pelvic pain ("pain in right side of pelvis / chronic pelvic pain"), autoimmune disorder ("autoimmune disease") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, vaginal infection in 2007, parity 2 (((B)(6) 2003, (B)(6) 2007).) And menopause flushing in 2007. Previously administered products included for birth control: paragard; for an unreported indication: flagyl. Past adverse reactions to the above products included adverse reaction with paragard; and hypoaesthesia with flagyl. Concurrent conditions included fatigue (worsened post essure placement) since 2007, anxiety (worsened post essure placement) since 2007 and nonsmoker. Concomitant products included alprazolam, cyanocobalamin, cyclobenzaprine, estradiol, multivitamins, naproxen, sertraline and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal distension ("bloated/ bloatedness"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), endometriosis ("endometriosis"), flatulence ("gas"), dysgeusia ("metal taste") and dyspareunia ("dyspareunia/painful sexual intercourse") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), swelling ("swollen body"), night sweats ("night sweats"), fatigue ("feel tired / fatigue"), anxiety ("lot of anxiety"), dysmenorrhoea ("extremely painful menstrual cycles/ dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), axillary mass ("limp in my armpit are swollen") and eructation ("gastrointestinal or digestive system condition: type: burping"). The patient was treated with naproxen sodium (aleve), sertraline hydrochloride (zoloft) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy. And total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis outcome was unknown and the pelvic pain, autoimmune disorder, uterine haemorrhage, weight increased, swelling, night sweats, abdominal distension, fatigue, anxiety, dysmenorrhoea, vaginal haemorrhage, menorrhagia, endometriosis, flatulence, dysgeusia, dyspareunia, vaginal discharge and axillary mass had resolved. The reporter provided no causality assessment for night sweats and salpingitis with essure. The reporter considered abdominal distension, anxiety, autoimmune disorder, axillary mass, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, eructation, fatigue, flatulence, menorrhagia, pelvic pain, swelling, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received retora in (B)(6) 2014. At the end of the placement procedure, the right cornua had 3 visible coils and the left cornua had 5 visible coils. I noticed my limp nodes in my armpit are swollen and they hurt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, surgical pathology report: diagnosis included uterus, cervix and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy. Chronic cervicitis, benign endometrium, leiomyomata, superficial adenomyosis, bilateral fallopian tubes with mild chronic salpingitis, negative for malignancy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: confirming night sweats, fatigue, uterine hemorrhage, mild chronic salpingitis concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: swelling, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-nov-2018: pfs received event " gastrointestinal or digestive system condition: type: burping" was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 18-aug-2016: the required number of follow-up attempts has been completed, with no response to date. Case closed. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with an autoimmune disease. She also had pain in right side of pelvis and was scheduled for a hysterectomy to remove essure, approximately 2 years after essure insertion. Autoimmune disease is an unlisted event in the reference safety information for essure, while pelvic pain is listed. Considering the pathophysiology of autoimmune disease, and the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. Considering the nature of the event pain in right side of pelvis, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5062536) in united states on 24-jun-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. According to the consumer, she was diagnosed with an autoimmune disease due to essure. She gained weight, had swollen body, night sweats, bloated, and pain in the right side of her pelvis. She always feels tired and with a lot of anxiety. She was prescribed zoloft to control the anxiety and she takes pain medications on a daily basis. She was scheduled for a hysterectomy on (unreadable day/month) 2016 to remove essure. She received zoloft and aleve. Hospitalization and other serious (important medical event) were mentioned as event outcome, but not specified or assigned to one of the events. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with an autoimmune disease. She also had pain in right side of pelvis and was scheduled for a hysterectomy to remove essure, approximately 2 years after essure insertion. Autoimmune disease is an unlisted event in the reference safety information for essure, while pelvic pain is listed. Considering the pathophysiology of autoimmune disease, and the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. Considering the nature of the event pain in right side of pelvis, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information is expected.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5062536) on 24-jun-2016. The most recent information was received on 25-aug-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in right side of pelvis / chronic pelvic pain"), autoimmune disorder ("autoimmune disease") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), weight increased ("weight gain"), swelling ("swollen body"), night sweats ("night sweats"), abdominal distension ("bloated"), fatigue ("feel tired / fatigue"), anxiety ("lot of anxiety"), uterine haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("extremely painful menstrual cycles"). The patient was treated with sertraline (zoloft), naproxen sodium (aleve) and surgery (on (B)(6) 2016, plaintiff underwent total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, weight increased, swelling, night sweats, abdominal distension, fatigue, anxiety, uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, anxiety, autoimmune disorder, dysmenorrhoea, fatigue, pelvic pain, swelling, uterine haemorrhage and weight increased to be related to essure. The reporter provided no causality assessment for night sweats with essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-aug-2017: case classification was updated to potential legal case and new reporter was added (lawyer). Product stop date and new event added outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5062536) on 24-jun-2016. The most recent information was received on 02-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("mild chronic salpingitis"), pelvic pain ("pain in right side of pelvis / chronic pelvic pain"), autoimmune disorder ("autoimmune disease") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatigue (worsened post essure placement) in 2007, anxiety (worsened post essure placement) in 2007, gravida ii, vaginal infection in 2007, parity 2 (((B)(6) 2003, (B)(6) 2007).) And menopause flushing in 2007. Previously administered products included for birth control: paragard; for an unreported indication: flagyl. Past adverse reactions to the above products included adverse reaction with paragard; and hypoaesthesia with flagyl. Concurrent conditions included nonsmoker. Concomitant products included alprazolam, colecalciferol (vitamin d), cyanocobalamin (vitamin b12), cyclobenzaprine, estradiol, multivitamins, naproxen and sertraline. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), weight increased ("weight gain"), abdominal distension ("bloated/ bloatedness"), endometriosis ("endometriosis"), flatulence ("gas"), dysgeusia ("metal taste") and dyspareunia ("dyspareunia/painful sexual intercourse"). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), swelling ("swollen body"), night sweats ("night sweats"), fatigue ("feel tired / fatigue"), anxiety ("lot of anxiety"), dysmenorrhoea ("extremely painful menstrual cycles/ dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and peripheral swelling ("limp in my armpit are swollen"). The patient was treated with sertraline (zoloft), naproxen sodium (aleve), surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis outcome was unknown and the pelvic pain, autoimmune disorder, uterine haemorrhage, weight increased, swelling, night sweats, abdominal distension, fatigue, anxiety, dysmenorrhoea, vaginal haemorrhage, menorrhagia, endometriosis, flatulence, dysgeusia, dyspareunia, vaginal discharge and peripheral swelling had resolved. The reporter provided no causality assessment for night sweats and salpingitis with essure. The reporter considered abdominal distension, anxiety, autoimmune disorder, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flatulence, menorrhagia, pelvic pain, peripheral swelling, swelling, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received retora in (B)(6) 2014. At the end of the placement procedure, the right cornua had 3 visible coils and the left cornua had 5 visible coils. I noticed my limp nodes in my armpit are swollen and they hurt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . On (B)(6) 2016, surgical pathology report: diagnosis included uterus, cervix and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy. Chronic cervicitis, benign endometrium, leiomyomata, superficial adenomyosis, bilateral fallopian tubes with mild chronic salpingitis, negative for malignancy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: confirming night sweats, fatigue, uterine hemorrhage, mild chronic salpingitis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: swelling, pelvic pain. Most recent follow-up information incorporated above includes: on 2-feb-2018: pfs, mr and social media received. Reporters were added. Events updated: extremely painful menstrual cycles/ dysmenorrhea (cramping), bloated/ bloatedness. Events added per pfs: abnormal vaginal bleeding, menorrhagia, endometriosis, gas, metal taste anxiety, weight gain. Events added per pfs: limp in my armpit are swollen, I'm very swollen and in pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 24-jun-2016. The most recent information was received on 29-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("mild chronic salpingitis"), pelvic pain ("pain in right side of pelvis / chronic pelvic pain"), autoimmune disorder ("autoimmune disease") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatigue (worsened post essure placement) in 2007, anxiety (worsened post essure placement) in 2007, gravida ii, vaginal infection in 2007, parity 2 (((B)(6) 2003, (B)(6) 2007).) And menopause flushing in 2007. Previously administered products included for birth control: paragard; for an unreported indication: flagyl. Past adverse reactions to the above products included adverse reaction with paragard; and hypoaesthesia with flagyl. Concurrent conditions included nonsmoker. Concomitant products included alprazolam, colecalciferol (vitamin d), cyanocobalamin (vitamin b12), cyclobenzaprine, estradiol, multivitamins, naproxen and sertraline. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), weight increased ("weight gain"), abdominal distension ("bloated/ bloatedness"), endometriosis ("endometriosis"), flatulence ("gas"), dysgeusia ("metal taste") and dyspareunia ("dyspareunia/painful sexual intercourse"). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), swelling ("swollen body"), night sweats ("night sweats"), fatigue ("feel tired / fatigue"), anxiety ("lot of anxiety"), dysmenorrhoea ("extremely painful menstrual cycles/ dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and axillary mass ("limp in my armpit are swollen"). The patient was treated with sertraline (zoloft), naproxen sodium (aleve), surgery (total laparoscopic hysterectomy and bilateral salpingectomy.) And surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis outcome was unknown and the pelvic pain, autoimmune disorder, uterine haemorrhage, weight increased, swelling, night sweats, abdominal distension, fatigue, anxiety, dysmenorrhoea, vaginal haemorrhage, menorrhagia, endometriosis, flatulence, dysgeusia, dyspareunia, vaginal discharge and axillary mass had resolved. The reporter provided no causality assessment for night sweats and salpingitis with essure. The reporter considered abdominal distension, anxiety, autoimmune disorder, axillary mass, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flatulence, menorrhagia, pelvic pain, swelling, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received retora in (B)(6) 2014. At the end of the placement procedure, the right cornua had 3 visible coils and the left cornua had 5 visible coils. I noticed my limp nodes in my armpit are swollen and they hurt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2016, surgical pathology report: diagnosis included uterus, cervix and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy. Chronic cervicitis, benign endometrium, leiomyomata, superficial adenomyosis, bilateral fallopian tubes with mild chronic salpingitis, negative for malignancy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: confirming night sweats, fatigue, uterine hemorrhage, mild chronic salpingitis concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: swelling, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs